Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)," and "'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death." It advises "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call you healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hrs. If blood glucose level has not declined, immediately call your healthcare provider for guidance."

Event description:
The pt reported that his blood glucose ran high all day and he left work at 3:00 pm because he was not feeling well. He went to the emergency room at 4:00 pm, at which time his bg was reading "high" (>500 mg/dl). He waited in the ER for about 4 hrs, during which he was given IV insulin. He was then moved to the ICU and released at 11:00 am the following day. At 4:00 am his bg measured 354 mg/dl. The pod was discarded at the hospital.